Manufacturer narrative:
Product ID 39286-65, serial# (B)(4), implanted: 2010 (B)(4), product type lead, product ID 37752, serial# (B)(4), product type recharger, product ID 37743, serial# (B)(4), product type programmer, patient product ID 3550-39, lot# n269616, implanted: 2010 (B)(6), product type accessory. (B)(4).

Event description:
It was reported that the patient experienced a "zapping sensation" when the stimulation was on and off. It was noted that the most recent incident occurred on (B)(6) 2012. It was noted that the patient "felt like there was a loose wire that had moved away from the stimulator into the buttock." The patient stated that the "zapping sensation" had been occurring since implant. The patient also felt that "her back was hurting where they performed the surgery." The patient was unsure if she "pulled something." The patient outcome was not provided. Additional information was requested, but was not available as of the date of this report.